Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, they may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿

Event description:
It was reported that foley catheter was difficult to deflate. Initially, the patient was accidentally twisted and thrown on the ground by the machine while working in the factory on (B)(6) 2021. The patient was unable to move their limbs and underwent posterior spondylolisthesis, reduction and internal fixation, anterior cervical fracture and dislocation surgery, and bone graft fusion at the hospital. On (B)(6) 2021, the patient was unable to move their limbs, had pressure sores in their buttocks, and was unable to take care of themselves. So, the patient came to an orthopedic hospital for rehabilitation. Due to neurogenic bladder, the patient was given a long-term indwelling catheterization under medical advice. To prevent infection of the urinary system, nurses changed the catheters for patient every 3-5 days. The indwelling catheter was inserted on (B)(6) 2021, and the nurse tried to replace the foley catheter for the patient at 2:15 pm on (B)(6) but failed. After the foley catheter was used, the inner tube wall adhered, causing the urinary tube to be blocked, the saline in the airbag cannot be drawn out, and the balloon remains inflated forever, and the catheter could not be extubated. Finally, the doctor used the needle under the assist of ultrasound b to pull out the catheter. Meanwhile the balloon was intact, and the patient had no complaints of discomfort.